Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated the display did not return. Customer stated no delivery take shower change battery put battery started showing numbers empty screen nothing gets out of empty screen. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board.